Event description:
It was reported that during a normal device changeout a new device was connected to the existing electrode. It was difficult to introduce the electrode into this device header. It was noted that during attempts to insert the lead high out of range shock impedance measurements were seen and a check connection message was noted. At one point the shock impedance measurements appeared in range, but when putting the system into the pocket the values were once again out of range. A new device as thus used with the same electrode with no issue. This device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a normal device changeout a new device was connected to the existing electrode. It was difficult to introduce the electrode into this device header. It was noted that during attempts to insert the lead high out of range shock impedance measurements were seen and a check connection message was noted. At one point the shock impedance measurements appeared in range, but when putting the system into the pocket the values were once again out of range. A new device as thus used with the same electrode with no issue. This device was returned. No adverse patient effects were reported.